Event description:
It was reported that the device intermittently lost power, when any of the buttons on the main keypad were pressed. There was no report of pt use associated with event.

Manufacturer narrative:
(B) (4): physio-control continues to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA as provided by (B) (4). A replacement device was provided to customer.